Event description:
We have been informed that during the second surgery with the surgeon, a combined procedure following the phaco procedure, and shortly after beginning the vitrectomy, there was no infusion as reported by the nurses. All checks were conducted, and there were no error messages, indicating that the lines were also good. Consequently, the vitrectomy procedure had to be suspended for the patient. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Manufacturer narrative:
In regard to this complaint, logfiles and a picture were provided for review. Review of the logfiles could not help determine the cause of the absence of infusion as there were no error codes visible. The issue might be attributable to a closed or blocked trocar. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (eva-low infusion-posterior*). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during the second surgery with the surgeon, a combined procedure following the phaco procedure, and shortly after beginning the vitrectomy, there was no infusion as reported by the nurses. All checks were conducted, and there were no error messages, indicating that the lines were also good. Consequently, the vitrectomy procedure had to be suspended for the patient. No report that actual patient harm occurred.